Event description:
Consumer called to report to bgm getting high readings. Was transported to the hosp where they gave him orange juice because the meter was not working.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.